Event description:
A customer reported that during a cataract procedure, the torsional did not work and the system presented an internal noise. The procedure was completed using the same equipment. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the power supply. The system was then tested and met all product specifications. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l; similar reports for this system. The root cause cannot be determined conclusively. (B)(4).